Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A tack was observed to be protruding from the 5dpt reload. One 8dpt reload had disrupted timing and scratches on the inside of the reload tube. Pmv performed functional testing revealed the articulation knob was broken. The instrument was unable to articulate. One of the unused 8dpt tacks was loaded onto the instrument and fired on test media with appropriate results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition could be due to improper loading of the sulu. Replication of the broken articulation knob may be due to excessive manipulation of the device, in this case over torqueing of the knob. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during hernia repair the tacks would not deploy.